Manufacturer narrative:
Device eval by manufacturer:returned product consisted of a jetstream xc-2.1 atherectomy catheter. The device was visually examined for any shaft damage. Visual examination notice that there were 1 area of buckling/kinks. The location of the damage was 78cm from the tip. Visual examination noticed that the infusion line had burst proximal the buckling/kinks. The location of the burst infusion line was approximately 82cm to 83cm from the tip. The damage that was notice is consistent with procedural issues by pushing, pulling and torqueing of the device in a tortuous anatomy or a heavily calcified lesion. The buckling/kinks on the shaft causes the fluid to back up inside of the infusion sheath and causes the infusion sheath to burst proximal of the damage. The device was set-up and functionally tested. The device functioned as designed except for the leaking at the burst infusion line. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that outer layer appeared to be broken. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure in the superficial femoral artery. A non-bsc wire and 7 french sheath were inserted into the patient. The jetstream device was advanced. Atherectomy was being completed and the device was functioning fine. However, after a certain point, the outer layer started to bunch up during advancement on a portion of the device that was outside of the patient's body. It appeared that the outer layer was coming off. The device was unable to be advanced further. The device was no longer used and the procedure was completed with balloon angioplasty. There were no patient complications reported.